Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left side of the programmer's screen did not work. It was further reported that calibration and changing out the stylus did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the left side of the screen did not work, a 25-point calibration was performed with no observations noted. The touch screen parameters were reset, new software was installed, the device was cleaned and it passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.